Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("excessive bleeding"), bladder disorder ("bladder problem or change") and urinary tract disorder ("urinary problems or changes") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the device could not move or come out" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3 (((B)(6) 2000, (B)(6) 2004 and (B)(6) 2008).), depression, acute upper respiratory tract infection, cold symptoms, sneezing, nasal congestion, runny nose, respiratory tract congestion, sinus pain and sore throat. Previously administered products included for an unreported indication: cough. Concurrent conditions included obesity, fibroid uterine enlarged, latex allergy (rash and swelling), eustachian tube dysfunction, ringing in ears, tenderness, anxiety, dysuria, edema, unspecified disorder of lipoid metabolism, burning micturition, urine odour abnormal, swollen ankles, hand swelling, tingling, stress, acute gastritis, low back pain, stomach cramps, swollen thumb, diarrhea, abdominal pain lower, bloating, frequency urinary, breast neoplasm female, breast mass, vaginal candidiasis, gerd, gastritis, migraine with aura, influenza, subconjunctival hemorrhage, eye pain and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder (seriousness criterion medically significant), urinary tract disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal area pain") and bacterial vulvovaginitis ("yeast bacterial vaginitis"). The patient was treated with surgery (hysterectomy / salpingectomy), surgery (cystoscopy) and surgery (cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and vulvovaginal pain had resolved and the bacterial vulvovaginitis outcome was unknown. The reporter considered bacterial vulvovaginitis, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on the left side we could count 4 coils, and on the right side, 4 coils. The device could not move or come out and on (B)(6) 2005 has essure pamphlet diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. On (B)(6) 2014, us ¿ breast unilateral : the breasts are heterogeneously dense, which may obscure small masses. To a 4 cm ovoid mass previous the evident in the 9 to 10:00 right breast posteriorly is no longer seen consistent with interval excision. Nodularity evident on tom synthesis imaging within the remaining dense fibroglandular tissue at 9:00 on the right correlates with benign cystic changes evident on targeted ultra sound reported below, there is no evidence of a worrisome mass or architectural distortion. Suspicious calcifications are not seen. The skin is unremarkable. There is no mammographic evidence of malignancy. Impression: 1. Benign mammogram without mammographic evidence of malignancy. 2. Large mass previous y evident 9:00 right breast is no longer seen consistent with interval excision. 3. Benign cystic changes in the 9:00 right breast as seen sonographic ally account for mammographic nodularity in this region by tom synthesis. On (B)(6) 2015, us ¿ transvaginal non-ob : 9.1 x 4.4 x 6.3 cm uterine dimensions, with volume estimated 132 cc. Upper normal 14 mm thickness, endometrial stripe. Bulbous appearance 0 the cervix, with large, hypoechoic, lower uterine segment and cervical region exophytic vent I mass, measuring 6.3 x 3.3 x 6.9 cm. Left ovary not identified. 33 x 21 x 21 right ovary size, with normal blood flow, with doppler spectral analysis showing normal 0.7 ri. On (B)(6) 2015, surgical pathological report : labeled "uterus, cervix, bilateral tubes" is a 230 gram distorted uterus with attached cervix, 11.0 x 6.0 x 5.0 cm and two detached fimbriated fallopian tubes (3.5 x 0.8 cm and 3.6 x 0.8 cm). The serosa is tan-pink and smooth. The cervix is distorted, measuring 8. 7 x 7.5 cm with a 3.0 cm os and a bulge on the anterior surface. Sectioning reveals a well circumscribed 6.5 cm tan, whorled nodule with central softening. The endometrium is red-pink and 0.3 cm. The myometrium is up to 2.0 cm with a 1.0 cm tan-white, intramural nodule. One fallopian tube is inked and both are representatively sampled. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: yeast bacterial vaginitis was added as event; cystoscopy was mentioned and considered as urinary problems or changes and bladder problem or change treatment. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("excessive bleeding"), bladder disorder ("bladder problem or change") and urinary tract disorder ("urinary problems or changes") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the device could not move or come out" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3 (((B)(6) 2000, (B)(6) 2004 and (B)(6) 2008).), depression, acute upper respiratory tract infection, cold symptoms, sneezing, nasal congestion, runny nose, respiratory tract congestion, sinus pain and sore throat. Previously administered products included for an unreported indication: cough. Concurrent conditions included obesity, fibroid uterine enlarged, latex allergy (rash and swelling), eustachian tube dysfunction, ringing in ears, tenderness, anxiety, dysuria, edema, unspecified disorder of lipoid metabolism, burning micturition, urine odour abnormal, swollen ankles, hand swelling, tingling, stress, acute gastritis, low back pain, stomach cramps, swollen thumb, diarrhea, abdominal pain lower, bloating, frequency urinary, breast neoplasm female, breast mass, vaginal candidiasis, gerd, gastritis, migraine with aura, influenza, subconjunctival hemorrhage, eye pain and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder (seriousness criterion medically significant), urinary tract disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal area pain"), bacterial vulvovaginitis ("yeast bacterial vaginitis") and vulvovaginal mycotic infection ("yeast bacterial vaginitis"). The patient was treated with surgery (hysterectomy / salpingectomy), surgery (cystoscopy) and surgery (cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and vulvovaginal pain had resolved and the bacterial vulvovaginitis and vulvovaginal mycotic infection outcome was unknown. The reporter considered bacterial vulvovaginitis, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: on the left side we could count 4 coils, and on the right side, 4 coils. The device could not move or come out and on (B)(6) 2005 has essure pamphlet diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. On (B)(6) 2014, us ¿ breast unilateral : the breasts are heterogeneously dense, which may obscure small masses. To a 4 cm ovoid mass previous the evident in the 9 to 10:00 right breast posteriorly is no longer seen consistent with interval excision. Nodularity evident on tom synthesis imaging within the remaining dense fibrograndular tissue at 9:00 on the right correlates with benign cystic changes evident on targeted ultra sound reported below, there is no evidence of a worrisome mass or architectural distortion. Suspicious calcifications are not seen. The skin is unremarkable. There is no mammographic evidence of malignancy. Impression: 1. Benign mammogram without mammographic evidence of malignancy. 2. Large mass previous y evident 9:00 right breast is no longer seen consistent with interval excision. 3. Benign cystic changes in the 9:00 right breast as seen sonographic ally account for mammographic nodularity in this region by tom synthesis. On (B)(6) 2015, us ¿ transvaginal non-ob : 9.1 x 4.4 x 6.3 cm uterine dimensions, with volume estimated 132 cc. Upper normal 14 mm thickness, endometrial stripe. Bulbous appearance 0 the cervix, with large, hypoechoic, lower uterine segment and cervical region exophytic vent I mass, measuring 6.3 x 3.3 x 6.9 cm. Left ovary not identified. 33 x 21 x 21 right ovary size, with normal blood flow, with doppler spectral analysis showing normal 0.7 ri. On (B)(6) 2015, surgical pathological report : labeled "uterus, cervix, bilateral tubes" is a 230 gram distorted uterus with attached cervix, 11.0 x 6.0 x 5.0 cm and two detached fimbriated fallopian tubes (3.5 x 0.8 cm and 3.6 x 0.8 cm). The serosa is tan-pink and smooth. The cervix is distorted, measuring 8. 7 x 7.5 cm with a 3.0 cm os and a bulge on the anterior surface. Sectioning reveals a well circumscribed 6.5 cm tan, whorled nodule with central softening. The endometrium is red-pink and 0.3 cm. The myometrium is up to 2.0 cm with a 1.0 cm tan-white, intramural nodule. One fallopian tube is inked and both are representatively sampled quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: correction was done on 30-may-18 following company internal coding review, the event yeast bacterial vaginitis was split to meddra llt yeast vaginitis and bacterial vaginitis. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("excessive bleeding"), bladder disorder ("bladder problem or change") and urinary tract disorder ("urinary problems or changes") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the device could not move or come out" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3 ((05feb2000, 11aug2004 and 09sep2008).), depression, acute upper respiratory tract infection, cold symptoms, sneezing, nasal congestion, runny nose, respiratory tract congestion, sinus pain and sore throat. Previously administered products included for an unreported indication: cough. Concurrent conditions included obesity, fibroid uterine enlarged, latex allergy (rash and swelling), eustachian tube dysfunction, ringing in ears, tenderness, anxiety, dysuria, edema, unspecified disorder of lipoid metabolism, burning micturition, urine odour abnormal, swollen ankles, hand swelling, tingling, stress, acute gastritis, low back pain, stomach cramps, swollen thumb, diarrhea, abdominal pain lower, bloating, frequency urinary, breast neoplasm female, breast mass, vaginal candidiasis, gerd, gastritis, migraine with aura, influenza, subconjunctival hemorrhage, eye pain and uterine enlargement. Concomitant products included ergocalciferol since august 2012 and sertraline since january 2011. In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines"), headache ("headaches") and migraine with aura ("migraine with aura"). On (B)(6) 2012, the patient experienced dysuria ("infection(bladder/urinary tract/vaginal)-types: dysuria"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal area"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In december 2014, the patient experienced bladder disorder (seriousness criterion medically significant), urinary tract disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary incontinence ("urinary incontinence"). On (B)(6)2015, the patient experienced fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). In 2015, the patient experienced bacterial vulvovaginitis ("yeast bacterial vaginitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal area pain") and vulvovaginal mycotic infection ("yeast bacterial vaginitis"). The patient was treated with surgery (hysterectomy / salpingectomy), surgery (cystoscopy) and surgery (cystoscopy). Essure was removed on 6-may-2015. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and vulvovaginal pain had resolved, the dysmenorrhoea and dyspareunia was resolving and the bacterial vulvovaginitis, vulvovaginal mycotic infection, fungal infection, depression, anxiety, migraine, headache, abdominal pain, dysuria, urinary incontinence and migraine with aura outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, migraine with aura, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: on the left side we could count 4 coils, and on the right side, 4 coils. The device could not move or come out and on 16-dec-2005 has essure pamphlet diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. On (B)(6) 2014, us ¿ breast unilateral : the breasts are heterogeneously dense, which may obscure small masses. To a 4 cm ovoid mass previous the evident in the 9 to 10:00 right breast posteriorly is no longer seen consistent with interval excision. Nodularity evident on tom synthesis imaging within the remaining dense fibrograndular tissue at 9:00 on the right correlates with benign cystic changes evident on targeted ultra sound reported below, there is no evidence of a worrisome mass or architectural distortion. Suspicious calcifications are not seen. The skin is unremarkable. There is no mammographic evidence of malignancy. Impression: 1. Benign mammogram without mammographic evidence of malignancy. 2. Large mass previous y evident 9:00 right breast is no longer seen consistent with interval excision. 3. Benign cystic changes in the 9:00 right breast as seen sonographic ally account for mammographic nodularity in this region by tom synthesis on (B)(6) 2015, us ¿ transvaginal non-ob : 9.1 x 4.4 x 6.3 cm uterine dimensions, with volume estimated 132 cc. Upper normal 14 mm thickness, endometrial stripe. Bulbous appearance 0 the cervix, with large, hypoechoic, lower uterine segment and cervical region exophytic vent I mass, measuring 6.3 x 3.3 x 6.9 cm. Left ovary not identified. 33 x 21 x 21 right ovary size, with normal blood flow, with doppler spectral analysis showing normal 0.7 ri. On (B)(6) 2015, surgical pathological report : labeled "uterus, cervix, bilateral tubes" is a 230 gram distorted uterus with attached cervix, 11.0 x 6.0 x 5.0 cm and two detached fimbriated fallopian tubes (3.5 x 0.8 cm and 3.6 x 0.8 cm). The serosa is tan-pink and smooth. The cervix is distorted, measuring 8. 7 x 7.5 cm with a 3.0 cm os and a bulge on the anterior surface. Sectioning reveals a well circumscribed 6.5 cm tan, whorled nodule with central softening. The endometrium is red-pink and 0.3 cm. The myometrium is up to 2.0 cm with a 1.0 cm tan-white, intramural nodule. One fallopian tube is inked and both are representatively sampled quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant medication added. Following event: infection (bladder/urinary tract/vaginal) type: yeast infection, psychological or psychiatric problems condition: depression, mental anguish, migraines, headaches, abdominal area, infection(bladder/urinary tract/vaginal)-types: dysuria, urinary incontinence, migraine with aura. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), genital haemorrhage ('excessive bleeding'), bladder disorder ('bladder problem or change') and urinary tract disorder ('urinary problems or changes') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the device could not move or come out" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 3 ((B)(6) 2000, (B)(6) 2004 and (B)(6) 2008).), depression, acute upper respiratory tract infection, cold symptoms, sneezing, nasal congestion, runny nose, respiratory tract congestion, sinus pain and sore throat. On (B)(6) 2014, us ¿ breast unilateral : the breasts are heterogeneously dense, which may obscure small masses. To a 4 cm ovoid mass previous the evident in the 9 to 10:00 right breast posteriorly is no longer seen consistent with interval excision. Nodularity evident on tom synthesis imaging within the remaining dense fibrograndular tissue at 9:00 on the right correlates with benign cystic changes evident on targeted ultra sound reported below, there is no evidence of a worrisome mass or architectural distortion. Suspicious calcifications are not seen. The skin is unremarkable. There is no mammographic evidence of malignancy. Impression: 1. Benign mammogram without mammographic evidence of malignancy. 2. Large mass previous y evident 9:00 right breast is no longer seen consistent with interval excision. 3. Benign cystic changes in the 9:00 right breast as seen sonographic ally account for mammographic nodularity in this region by tom synthesis on 10-apr-2015, us ¿ transvaginal non-ob : 9.1 x 4.4 x 6.3 cm uterine dimensions, with volume estimated 132 cc. Upper normal 14 mm thickness, endometrial stripe. Bulbous appearance 0 the cervix, with large, hypoechoic, lower uterine segment and cervical region exophytic vent I mass, measuring 6.3 x 3.3 x 6.9 cm. Left ovary not identified. 33 x 21 x 21 right ovary size, with normal blood flow, with doppler spectral analysis showing normal 0.7 ri. On (B)(6) 2015, surgical pathological report : labeled "uterus, cervix, bilateral tubes" is a 230 gram distorted uterus with attached cervix, 11.0 x 6.0 x 5.0 cm and two detached fimbriated fallopian tubes (3.5 x 0.8 cm and 3.6 x 0.8 cm). The serosa is tan-pink and smooth. The cervix is distorted, measuring 8. 7 x 7.5 cm with a 3.0 cm os and a bulge on the anterior surface. Sectioning reveals a well circumscribed 6.5 cm tan, whorled nodule with central softening. The endometrium is red-pink and 0.3 cm. The myometrium is up to 2.0 cm with a 1.0 cm tan-white, intramural nodule. One fallopian tube is inked and both are representatively sampled. Previously administered products included for an unreported indication: cough. Concurrent conditions included obesity, fibroid uterine enlarged, latex allergy (rash and swelling), eustachian tube dysfunction, ringing in ears, tenderness, anxiety, dysuria, edema, unspecified disorder of lipoid metabolism, burning micturition, urine odour abnormal, swollen ankles, hand swelling, tingling, stress, acute gastritis, low back pain, stomach cramps, swollen thumb, diarrhea, abdominal pain lower, bloating, frequency urinary, breast neoplasm female, breast mass, vaginal candidiasis, gerd, gastritis, migraine with aura, influenza, subconjunctival hemorrhage, eye pain, uterine enlargement, dysfunctional uterine bleeding, cervicitis and vaginitis. Concomitant products included ergocalciferol since (B)(6) 2012 and sertraline since (B)(6) 2011. In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and migraine with aura ("migraine with aura"). On (B)(6) 2012, the patient experienced dysuria ("infection(bladder/urinary tract/vaginal)-types: dysuria"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal area"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary incontinence ("urinary incontinence"). In (B)(6) 2014, the patient experienced bladder disorder (seriousness criterion medically significant) and urinary tract disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). In 2015, the patient experienced bacterial vulvovaginitis ("yeast bacterial vaginitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal area pain") and vulvovaginal mycotic infection ("yeast bacterial vaginitis"). The patient was treated with surgery (cystoscopy and hysterectomy (full) / salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and vulvovaginal pain had resolved, the dysmenorrhoea and dyspareunia was resolving and the bacterial vulvovaginitis, vulvovaginal mycotic infection, fungal infection, depression, anxiety, migraine, headache, abdominal pain, dysuria, urinary incontinence and migraine with aura outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, migraine with aura, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: on the left side we could count 4 coils, and on the right side, 4 coils. The device could not move or come out and on (B)(6) 2005 has essure pamphlet discrepancy noted for date(s) of removal: 20may2015 plaintiff received treatment for bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-apr-2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. Imrdf/FDA codes update. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), genital haemorrhage ('excessive bleeding'), bladder disorder ('bladder problem or change') and urinary tract disorder ('urinary problems or changes') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the device could not move or come out" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 3 (B)(6) 2000, (B)(6) 2004 and (B)(6) 2008).), depression, acute upper respiratory tract infection, cold symptoms, sneezing, nasal congestion, runny nose, respiratory tract congestion, sinus pain and sore throat. On (B)(6) 2014, us ¿ breast unilateral : the breasts are heterogeneously dense, which may obscure small masses. To a 4 cm ovoid mass previous the evident in the 9 to 10:00 right breast posteriorly is no longer seen consistent with interval excision. Nodularity evident on tom synthesis imaging within the remaining dense fibrograndular tissue at 9:00 on the right correlates with benign cystic changes evident on targeted ultra sound reported below, there is no evidence of a worrisome mass or architectural distortion. Suspicious calcifications are not seen. The skin is unremarkable. There is no mammographic evidence of malignancy. Impression: 1. Benign mammogram without mammographic evidence of malignancy. 2. Large mass previous y evident 9:00 right breast is no longer seen consistent with interval excision. 3. Benign cystic changes in the 9:00 right breast as seen sonographic ally account for mammographic nodularity in this region by tom synthesis on (B)(6) 2015, us ¿ transvaginal non-ob : 9.1 x 4.4 x 6.3 cm uterine dimensions, with volume estimated 132 cc. Upper normal 14 mm thickness, endometrial stripe. Bulbous appearance 0 the cervix, with large, hypoechoic, lower uterine segment and cervical region exophytic vent I mass, measuring 6.3 x 3.3 x 6.9 cm. Left ovary not identified. 33 x 21 x 21 right ovary size, with normal blood flow, with doppler spectral analysis showing normal 0.7 ri. On (B)(6) 2015, surgical pathological report : labeled "uterus, cervix, bilateral tubes" is a 230 gram distorted uterus with attached cervix, 11.0 x 6.0 x 5.0 cm and two detached fimbriated fallopian tubes (3.5 x 0.8 cm and 3.6 x 0.8 cm). The serosa is tan-pink and smooth. The cervix is distorted, measuring 8. 7 x 7.5 cm with a 3.0 cm os and a bulge on the anterior surface. Sectioning reveals a well circumscribed 6.5 cm tan, whorled nodule with central softening. The endometrium is red-pink and 0.3 cm. The myometrium is up to 2.0 cm with a 1.0 cm tan-white, intramural nodule. One fallopian tube is inked and both are representatively sampled. Previously administered products included for an unreported indication: cough. Concurrent conditions included obesity, fibroid uterine enlarged, latex allergy (rash and swelling), eustachian tube dysfunction, ringing in ears, tenderness, anxiety, dysuria, edema, unspecified disorder of lipoid metabolism, burning micturition, urine odour abnormal, swollen ankles, hand swelling, tingling, stress, acute gastritis, low back pain, stomach cramps, swollen thumb, diarrhea, abdominal pain lower, bloating, frequency urinary, breast neoplasm female, breast mass, vaginal candidiasis, gerd, gastritis, migraine with aura, influenza, subconjunctival hemorrhage, eye pain, uterine enlargement, dysfunctional uterine bleeding, cervicitis and vaginitis. Concomitant products included ergocalciferol since august 2012 and sertraline since (B)(6) 2011. In 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On 16-dec-2011, the patient had essure inserted. On(B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches") and migraine with aura ("migraine with aura"). On (B)(6) 2012, the patient experienced dysuria ("infection(bladder/urinary tract/vaginal)-types: dysuria"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal area"). In april 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary incontinence ("urinary incontinence"). In (B)(6) 2014, the patient experienced bladder disorder (seriousness criterion medically significant) and urinary tract disorder (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). In 2015, the patient experienced bacterial vulvovaginitis ("yeast bacterial vaginitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal area pain") and vulvovaginal mycotic infection ("yeast bacterial vaginitis"). The patient was treated with surgery (cystoscopy and hysterectomy (full) / salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and vulvovaginal pain had resolved, the dysmenorrhoea and dyspareunia was resolving and the bacterial vulvovaginitis, vulvovaginal mycotic infection, fungal infection, depression, anxiety, migraine, headache, abdominal pain, dysuria, urinary incontinence and migraine with aura outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vulvovaginitis, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, migraine with aura, pelvic pain, urinary incontinence, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. The reporter commented: on the left side we could count 4 coils, and on the right side, 4 coils. The device could not move or come out and on (B)(6) 2005 has essure pamphlet discrepancy noted for date(s) of removal: (B)(6) 2015 plaintiff received treatment for bleeding, bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Pathology test - on (B)(6) 2015: diagnosis: uterus and cervix (230 gram) and bilateral fallopian tubes; total hysterectomy and salpingectomy: ¿ cervical leiomyoma, 6.5 cm (see comment). ¿ active chronic cervicitis. ¿ proliferative endometrium. No atypical hyperplasia or carcinoma identified. ¿ myometrium with a 1,0 cm leiomyoma. ¿ serosa without significant abnormality. ¿ bilateral fallopian tubes without significant abnormality. Ultrasound scan vagina - on 10-apr-2015: mild 132 cc enlargement of uterus, possible low uterine segment or cervical, ventral exophytic, solid indeterminate mas8, the left ovaries not identified. An enlarged, left ovary, an atypical location may cause this pattern. Normal size of right ovary, no free pelvic fluid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc incident based on the available information, a review of our complaint records and other relevant data was conducted; no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and genital haemorrhage ("excessive bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the device could not move or come out" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 3 (((B)(6) 2000, (B)(6) 2004 and (B)(6) 2008).), depression, acute upper respiratory tract infection, cold symptoms, sneezing, nasal congestion, runny nose, respiratory tract congestion, sinus pain and sore throat. Previously administered products included for an unreported indication: cough. Concurrent conditions included obesity, fibroid uterine enlarged, latex allergy (rash and swelling), eustachian tube dysfunction, ringing in ears, tenderness, anxiety, dysuria, edema, unspecified disorder of lipoid metabolism, burning micturition, urine odour abnormal, swollen ankles, hand swelling, tingling, stress, acute gastritis, low back pain, stomach cramps, swollen thumb, diarrhea, abdominal pain lower, bloating, frequency urinary, breast neoplasm nos, breast mass, vaginal candidiasis, gerd, gastritis, migraine with aura, influenza, subconjunctival hemorrhage, eye pain and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problem or change"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal pain ("vaginal area pain"). The patient was treated with surgery (a partial hysterectomy/ surgery was performed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and vulvovaginal pain had resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: on the left side we could count 4 coils, and on the right side, 4 coils. The device could not move or come out and on (B)(6) 2005 has essure pamphlet. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. On (B)(6) 2014, us ¿ breast unilateral : the breasts are heterogeneously dense, which may obscure small masses. To a 4 cm ovoid mass previous the evident in the 9 to 10:00 right breast posteriorly is no longer seen consistent with interval excision. Nodularity evident on tom synthesis imaging within the remaining dense fibrograndular tissue at 9:00 on the right correlates with benign cystic changes evident on targeted ultra sound reported below, there is no evidence of a worrisome mass or architectural distortion. Suspicious calcifications are not seen. The skin is unremarkable. There is no mammographic evidence of malignancy. Impression: 1. Benign mammogram without mammographic evidence of malignancy. 2. Large mass previous y evident 9:00 right breast is no longer seen consistent with interval excision. 3. Benign cystic changes in the 9:00 right breast as seen sonographic ally account for mammographic nodularity in this region by tom synthesis. On (B)(6) 2015, us ¿ transvaginal non-ob : 9.1 x 4.4 x 6.3 cm uterine dimensions, with volume estimated 132 cc. Upper normal 14 mm thickness, endometrial stripe. Bulbous appearance 0 the cervix, with large, hypoechoic, lower uterine segment and cervical region exophytic vent I mass, measuring 6.3 x 3.3 x 6.9 cm. Left ovary not identified. 33 x 21 x 21 right ovary size, with normal blood flow, with doppler spectral analysis showing normal 0.7 ri. On (B)(6) 2015, surgical pathological report : labeled "uterus, cervix, bilateral tubes" is a 230 gram distorted uterus with attached cervix, 11.0 x 6.0 x 5.0 cm and two detached fimbriated fallopian tubes (3.5 x 0.8 cm and 3.6 x 0.8 cm). The serosa is tan-pink and smooth. The cervix is distorted, measuring 8. 7 x 7.5 cm with a 3.0 cm os and a bulge on the anterior surface. Sectioning reveals a well circumscribed 6.5 cm tan, whorled nodule with central softening. The endometrium is red-pink and 0.3 cm. The myometrium is up to 2.0 cm with a 1.0 cm tan-white, intramural nodule. One fallopian tube is inked and both are representatively sampled. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs received - new events, "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bladder problem or change, urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal area pain and the device could not move or come out" were added. Product implant and explant date was updated. New reporter were added. Lab data were added. Historical and concomitant conditions medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 5 years and 5 months after insertion. Pelvic pain and changes in bleeding pattern, including severe and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal). As a product quality defect could not be confirmed but is not considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for contraception. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (in (B)(6) 2015 a partial hysterectomy was performed.). Essure was withdrawn. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered pelvic pain and genital haemorrhage to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding. These events are anticipated in the reference safety information for essure. Coils were removed approximately 5 years and 5 months after insertion. Pelvic pain and changes in bleeding pattern, including severe and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.